Manufacturer narrative:
Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd nexiva diffusics closed IV catheter needle pierced the inner cannula. The following information was provided by the initial reporter: the consumer reported that the needle pierced the inner cannula.   Date of event: (B)(6) 2022.

Event description:
It was reported that 1 unspecified bd nexiva diffusics closed IV catheter needle pierced the inner cannula. The following information was provided by the initial reporter : the consumer reported that the needle pierced the inner cannula.   Date of event : 03/03/22.

Manufacturer narrative:
Investigation summary. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was received by the quality team for evaluation. The picture shows a catheter with a needle exposed outside of the cannula. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.